Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No program alarm anomaly alarm noted during testing. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump was monitored and tested with no blank display and no audio/beep anomaly noted. Insulin pump received with cracked reservoir tube lip, missing end cap sticker and minor scratches on display window noted. (B)(4).

Event description:
Customer's mother reported via phone call that the customer had high blood glucose. Customer's blood glucose was 498 mg/dl. Device had a blank display. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.